Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a incisional hernia repair surgery on (B)(6) 2014 and mesh was implanted. It was reported that the patient experienced pain, diminished bowel motility and bowel obstruction following the surgery. On (B)(6) 2015, she had an exploratory laparotomy and extensive lysis of adhesions by the surgeon, but not all the mesh was able to be removed during that surgery. No additional information was provided.